Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that complete heart block (chb), seizure and cardiac arrest occurred. The patient was enrolled into the (B)(6) study in (B)(6) 2020 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or any other antiplatelet medication at the time. An isleeve introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). During the index procedure, the patient developed chb. No diagnostic tests were performed and no action was taken. The same day, the event was considered resolved with residual effects. One (1) day post index procedure, the subject had a seizure in the early morning lasting one to two minutes which resolved spontaneously. There was no convincing evidence of loss of cardiac output and urgent computed tomography (CT) excluded intracranial pathology. X-ray revealed intermittent loss of capture through the left ventricle, which was associated with an acute increase in right ventricle (rv) threshold (1.25v at 0.4ms pre-index procedure to 2.25v at 1.0ms post-index procedure). It was deemed that ventricular standstill was likely the cause of seizure. The subject was monitored overnight, and anticoagulation was recommended for 48 hours time. Hospitalization was further prolonged. On the same day, the rv lead was repositioned and temporary pacing wire was placed successfully. No further complication was noted. Two (2) days post procedure, the subject was discharged home on anticoagulants.